Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 600 mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. Reviewed the alarm history and found low reservoir alarms. Also, the programming shows that the time was off by one day. The customer state that the insulin pump was not delivering insulin. The customer stated that he has been on and off the insulin pump for a few weeks because he has been in and out of the hospital for other issues. The customer stated that his glucose level was not dropping after taking a bolus. Advised the customer that a tubing clamp will be sent to continue testing the insulin pump. No further info was provided.